Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00939 for the other associated device information. It was reported to boston scientific corporation that two extractor rx retrieval balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 (patient's age, weight, and gender are unknown). According to the complainant, both balloons burst during the procedure inside the biliary tree. Additional information received confirmed that no pieces of either balloons detached inside the patient. The procedure was completed with a third extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition following the event was reported to be "fine".

Manufacturer narrative:
A visual examination of the returned device confirmed the device was from lot 13044922. Observation of the complaint device revealed the balloon had burst as the proximal bond was found to be detached. It was also noted there was no damage to the catheter shaft of the device. The condition of the returned incident device was consistent with the complaint that the balloon burst. The most probable root cause is operational context.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00939 for the other associated device information. It was reported to boston scientific corporation that two extractor rx retrieval balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 (patient's age, weight, and gender are unknown). According to the complainant, both balloons burst during the procedure inside the biliary tree. Additional information received confirmed that no pieces of either balloons detached inside the patient. The procedure was completed with a third extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition following the event was reported to be "fine".